Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep followed the recommendations of technical services. The rep gave the patient an additional program to use on the contacts in range and left other programming as is. The patient would follow-up on the issue as needed. It was indicated that the reported information had been confirmed with the physician/account. See pe (B)(6) for information regarding pervious overdischarge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) stated that they are meeting with patient today because patient reported that over the last 3-4 weeks, they go to recharge, and implantable neurostimulator (ins) continues to be at 100% even though they have been using stim normally. The rep stated they interrogated ins today and recharge stats show that all sessions end at 100% with durations (50 minutes, 11 minutes, 9 minutes, etc.) But there isn't a starting percentage. The metrics showed average ending - 100%, average time - 34 minutes, average interval - 2 days, median coupling - 8. Patient didn't have recharger with them for further troubleshooting. The rep checked impedance, and almost everything is out of range (anywhere from 15k-40k ohms) except for a few contacts on right lead (8-15 port). The rep provided specific impedance information below: ref 0 couple contacts are 26k, rest are over 40k; ref#: 9 - 10-722 ohms, 12-839 ohms, 14-1122 ohms; ref 0 contacts 9, 12, 14 are available; ref 12 - contacts 9, 10, 14 are available, 13 is over 10k ohms, rest are over 40k ohms. However, patient has been using programming on left lead, and right lead (contacts 9-13) ,and stated they feel stim and are getting good relief. The rep reviewed stim usage data, which showed data points through 11/29 and listed 1% 30 day stim usage and 2% stim on since last session. There were data points for future dates through (B)(6) 2020, but they were at 0%. The rep confirmed device date, and this was correct. The rep mentioned that because today was the first time the ins had been interrogate with a tablet, they had to re-entered the patient/set-up information for the ins. It was recommended that rep leave the patient's programming since the stim is reportedly working and inform the patient of the situation. No symptoms/patient complications reported.